Event description:
It was observed during device evaluation that there was white foreign material in the air/water and jet channels of the colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4 and the legal manufacturer's final investigation results. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: detection method is described in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-ez1500dl/I am reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.